Event description:
There are multiple related reports for this facility. This report addresses a pi's ((B)(6), (B)(6)) and additional manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stabile during the whole day. The log file shows thirty successfully performed treatments. The reported treatment(s) could be identified in the logfile. The surgeon used the reclaimed patient interface two times for the same patient. The first treatment of the patient's right eye was aborted prior to procedure. The treatment was aborted by user after the bcc (beam control check), before starting the suction process. The treatment was aborted by user for no apparent reason. Suction process was not started. Malfunction cannot be confirmed. Direct after this treatment the surgeon starts the second treatment with same patient interface and patient. The second treatment of the patient's right eye was aborted prior to procedure. The treatment was aborted by user after the beam control check, before starting the suction process. The treatment was aborted by user for no apparent reason. Suction process was not started. Malfunction cannot be confirmed. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. A root cause for the customers reported event could not be determined because according to logfile review the product met manufacturer¿s specifications; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported loss of suction in the unknown eye of a patient with two patient interfaces, timing was unknown. There are multiple related reports for this facility. This report addresses a pi's (B)(4) and additional manufacturer reports will be filed.

Manufacturer narrative:
Based on information received event occurred before laser fired. Hence, not qualified for the reportable event. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Event occurred before laser fired. Hence, not qualified for the reportable event.